Event description:
Customer reported she was hospitalized for high blood glucose and dka. Troubleshooting was performed and pump appeared to be operating normally. Customer stated that the reason for her high blood glucose was a leak on her reservoir. Instructed customer to disconnect and return reservoir.